Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No investigation performed as the site did not approve service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while assessing for planned maintenance (pm). It was reported that t he fault led was lit on the positioning sensor unit (psu). There was no patient present when the issue occurred.